Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for routine follow-up where it was determined the patient¿s right ventricular lead was failing to capture and was undersensing. The lead was successfully repositioned in the patient¿s right ventricular apex. The patient was stable before, during and after the procedure.